Event description:
Supplemental report 9/8/2021: a us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Prior to passing, the patient received 8 appropriate and 2 inappropriate treatments from the lifevest. At 21:32:26, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was vt at 220 bpm. At 21:32:53, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was sinus beats degrading back to vt at 230 bpm. At 21:33:20, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was sinus beats degrading back to vt at 230 bpm. At 21:33:47, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm and the post-shock rhythm was sinus beats degrading back to vt at 230 bpm. At 21:34:14, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm and the post-shock rhythm was sinus beats degrading back to vt at 220 bpm. At 21:37:54, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm and the post-shock rhythm was sinus bradycardia at 40 bpm with pvcs degrading back to nsvt. At 21:38:45, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was nsvt and the post-shock rhythm was sinus rhythm at 60 bpm with pvcs. At 21:42:44, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was nsvt and the post-shock rhythm was sinus beats degrading back to vt at 220 bpm. At 21:43:11, the patient received the ninth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 240 bpm and the post-shock rhythm was sinus beats degrading back to vt at 220 bpm. At 21:43:37, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was unavailable. The electrode belt was disconnected at 23:55:52. During an investigation for an unrelated issue, a reportable malfunction was found. The electrode belt failed an ECG fall off test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. During an investigation for an unrelated issue, a reportable malfunction was found. Upon investigation of the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse events occurred from the damaged electrode belt.

Manufacturer narrative:
During an investigation for an unrelated issue, a reportable malfunction was found. Upon investigation of the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The electrode belt failed an ECG fall off test.